Event description:
A speaker malfunction was reported. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
A speaker malfunction was reported. The device was not in clinical use.